Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return.  If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during an endoscopic retrograde cholangiopancreatography procedure in the pancreas, performed on (B)(6) 2019. According to the complainant, during the procedure, outside the patient, it was noticed that the stent kinked upon placement. The procedure was completed with another advanix pancreatic stent. There were no patient complications reported as a result of this event.